Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
Device 3 of 3 reference MFR report: 1627487-2016-03310, reference MFR report: 1627487-2016-03260. It was reported the patient's lead eroded through the skin. The patient underwent surgical intervention where the physician removed all 3 leads. The ipg and extension remain implanted. Follow up information identified the wound from the lead erosion has healed.